Event description:
The consumer reported that the patient had difficulty charging the implantable neurostimulator (ins) due to an issue maintaining the recharge antenna over the ins and the patient could not get past the "reposition antenna" screen; these issues began 2 weeks ago in (B)(6) 2016. The consumer also reported that the patient fell in (B)(6) 2016 and hit the corner of the ins; the patient also stated "the ins moves, but it stays in place." Best practices for recharging were reviewed, a recharge session was attempted, and the patient reported seeing the "reposition antenna" screen. Repositioning the antenna did not resolve the issue. It was noted that communication was possible with another external device. The antenna locate (al) was reviewed and attempted prior to attempting a recharge session. The antenna locate (al) feature did not resolve the issue and an informational power on reset (por) was seen. It was later reported that the patient had 8 coupling boxes and the patient planned to contact the manufacturer to clear the informational por message. The patient was advised to make an appointment to see the healthcare professional about the fall and to have the ins checked. There were no reported patient symptoms. The patient's indications for use included spinal pain.

Event description:
Additional information was received from the consumer. It was reported that the patient notified a nurse about the fall in (B)(6) 2016 and hitting the implantable neurostimulator. There were no steps taken to resolve the information power on reset (por). It was noted that the device worked completely fine at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.